Event description:
The haptic broke in the delivery device during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01299 for the intraocular lens used for this delivery device.